Event description:
A user facility reported to olympus the distal tip of telescope "oes elite", 4 mm, 30°, hd, autoclavable, has a chip. There were no reports of patient, user harm or procedure associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customers¿ initial report of a chip on the distal end was confirmed. The lens in the optical system was chipped. The outer tube was also bent and minor scratches on the distal edge was noted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.